Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt was explanted due to pain at the implant area. He had little benefit and was a non-user of his cochlear implant. The pt was explanted on (B)(6), 2010.